Event description:
It was reported that this patient underwent lead revision due to discomfort at the pocket. Leads and device were removed, new system will be placed on opposite side of the chest. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.